Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall the date and time that the alleged product issue first occurred, only that it was during the week of (B)(6) 2019 to (B)(6) 2019, prior to contacting lfs. The patient stated that she obtained a blood glucose result of 240mg/dl on the subject meter which she compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and made no change to her usual diabetes management routine in response to the alleged product issue. The patient reported that 15 minutes later she developed symptoms of ¿sweating and nearly passed out¿. The patient stated that she self-treated with food/drink, ¿drank some orange juice¿. The patient denied that she obtained a blood glucose result on another meter. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure. The patient¿s test strips were stored correctly and had not expired. The patient did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.